Event description:
The customer reported that insulin was leaking into the reservoir compartment. The customer stated that the insulin pump was showing 10.3 units left and the reservoir still had 100.0 units left. The customer's blood glucose was 451mg/dl, and after changing the reservoir her glucose dropped to 381mg/dl within fifteen mins. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.